Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, c-ring came out of packaging bent backwards to where it got in the way of the jaws. It was noticed prior to use but they tried to use it anyway thinking it might still be useable. They eventually found that the jaws would collide with the c-ring making it impossible to do the whole case. They opened a new kit to finish the case. No added incisions or time. No patient harm done. Per photos provided by the complainant, the jaws are observed to be opened. It is observed that the c-ring on the device is coming out straight from the cannula, and is touching the tip of the jaws. It is observed that there is blood on the device.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2981" to "2976". The device was returned to the factory for evaluation on 05/08/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on both devices observed in the photograph. The c-ring was observed to be straight, leaving little room between the intact c-ring and harvesting device tip. An investigation was conducted on 05/13/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. The blue toggle of the cannula was manipulated to retract and extend the c-ring. The c-ring was able to be retracted and extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380314 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material deformation; c-ring" . CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.